Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a leakage observed on the proximal side wall of the balloon on a 2mm x 8cm 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter and the balloon could not be inflated. As a result, a 2mm x 100mm non-cordis balloon was used to complete the procedure without issue. There was no reported injury to the patient. This was during a procedure to treat a lesion in the distal posterior tibial artery which had a 70% stenosis and calcification. There was no vessel tortuosity to the target vessel and the lesion was not a chronic total occlusion (cto). The device was stored and prepared per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. The device was able to be removed easily and remained in one piece during its removal. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d4, g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, there was a leakage observed on the proximal side wall of the balloon on a 2mm x 8cm 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter and the balloon could not be inflated. As a result, a 2mm x 100mm non-cordis balloon was used to complete the procedure without issue. There was no reported injury to the patient. This was during a procedure to treat a lesion in the distal posterior tibial artery which had a 70% stenosis and calcification. There was no vessel tortuosity to the target vessel and the lesion was not a chronic total occlusion (cto). The device was stored and prepared per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. The device was able to be removed easily and remained in one piece during its removal. The product was returned for analysis. One non-sterile saber 2mm x 8cm 150 was received for analysis coiled inside a plastic bag. Per visual analysis, no anomalies could be observed on the balloon of the unit. However, a cracked condition in the hub of the unit was observed. No other anomalies found. Functional analysis was performed on the device. An appropriate .018¿ lab sample guidewire was successfully passed through the through the lumen of the unit. Then, a lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and positive pressure was applied. The balloon of the unit could not be inflated due to profuse leakage from the observed crack located on the luer hub. Per microscopic analysis, sem analysis showed that the cracked hub area of the saber 2mm x 8cm 150 unit presented evidence of fatigue striations and plastic deformations. These are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 82221978 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was not confirmed during device analysis as no anomalies were noted to the balloon; however, subsequent findings of ¿luer hub leakage¿ was confirmed during functional analysis as a leakage was noted coming from a cracked area on the luer hub of the device. Sem revealed plastic deformations and fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. It is likely handling of the product and procedural factors contributed to the event reported. Overtightening is the likely culprit and has been known to cause cracks in luer hubs. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, there was a leakage observed on the proximal side wall of the balloon on a 2mm x 8cm 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter and the balloon could not be inflated. As a result, a 2mm x 100mm non-cordis balloon was used to complete the procedure without issue. There was no reported injury to the patient. This was during a procedure to treat a lesion in the distal posterior tibial artery which had a 70% stenosis and calcification. There was no vessel tortuosity to the target vessel and the lesion was not a chronic total occlusion (cto). The device was stored and prepared per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. The device was able to be removed easily and remained in one piece during its removal. The device will be returned for evaluation.addendum: product evaluation revealed a crack on the luer hub of the device.